Manufacturer narrative:
(B)(4). Unopened product samples from lot 10190812201902 were received for verification. The samples were found to meet mfg specs. Review of the device history records and sterilization records indicates lot 101908122019020 met all in=process and finished product spcs. The mfg review did not indicate that this complaint was due to the mfg process. No complaint or mfg trend was identified. The root cause could not be determined. (B)(4).

Event description:
As reported by the eye care provider, a pt experienced vision loss. No add'l info was available.